Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description from the biomedical engineer: during testing, in test screen 7, o2 cell will calibrate, but right after the calibration completes, device says o2 cell calibration needed. In same test screen, oxygen % voltage will show dashes, not numbers periodically. Multiple o2 cells, the sensor board, o2 calibration valves and mixer valves were replaced.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description from the biomedical engineer: during testing, in test screen 7, o2 cell will calibrate, but right after the calibration completes, device says o2 cell calibration needed. In same test screen, oxygen % voltage will show dashes, not numbers periodically. Multiple o2 cells, the sensor board, o2 calibration valves and mixer valves were replaced.